Event description:
A (B)(6) female patient contacted lifecor customer support to report that she is getting constant check belt messages. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (arrhythmia alarms) has been confirmed. Upon evaluation, u1 component in ECG d was shorted. The root cause of the shorted u1 component cannot be positively determined. No adverse event resulted from the faulty electrode belt. The patient received a replacement electrode belt.